Event description:
During a laparoscopic appendectomy, the device was fired. Upon observation of the staples, it was found the staples had not closed. Case was completed with new stapler with no patient consequence.